Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and viral infection on unknown date with blood glucose of unknown. Customer's blood glucose value was 380 mg/dl at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with syringe. Based on customer report customer did not allege insulin pump was under delivering. Customer was not using auto mode. The device will not be returned for analysis.

Manufacturer narrative:
Additional information about date of hospitalization has been received which was not included with the initial report. The information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2020 due to diabetic ketoacidosis and viral infection.